Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the patients rv lead was performed. Although normal lead measurements were observed through testing, the set screw mark was very proximally located indicating improper insertion depth of the lead terminal into the device header. Therefore, the loss of capture allegation was confirmed.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead presented to the hospital due to not feeling well and upon interrogation the device showed loss of rv capture (loc). An x-ray was performed and confirmed a lead dislodgement. The lead was therefore explanted, replaced, and returned for analysis. No additional adverse patient effects were reported. This device remains in service with a new lead.